Event description:
It was reported that during a lar procedure, the device partly cut. Suturing was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).